Event description:
Fluid was seen leaking around stopcock of external ventricular drain system. This was the stopcock nearest to the patient. Closer inspection revealed that the central housing of the stopcock had cracked open.====================== manufacturer response for external ventricular drain system, accudrain (per site reporter)======================so far, the manufacturer has sent a list of standard questions that they would like answered. Among these were questions about patient impact.